Event description:
Customer reported occlusion alarms. The customers blood glucose level was 480 mg/dl. Tandem technical support instructed the customer on specific steps to disconnect and adjust tubing, deliver boluses, and change supplies. Reportedly, the customer reused insulin resulting in a blocked cartridge. Despite efforts, occlusion alarms persisted, and the customer reverted to manual dose injection.